Event description:
Bd veritor plus analyzer gave false positive results. On (B)(6) test done using bd veritor plus analyzer - first result was positive, rechecked again and negative, and then positive again. Swab sent out for pcr and received negative results (B)(6) 2020. FDA safety report ID# (B)(4).